Event description:
Doctor went to use a covidien lp endo gia ultra universal stapler (ref # egiaustnd lot# p1l1183) on a patient and it did not function properly. Doctor attempted to use another staple load. It did not function properly a second time, so clinical staff had to open a new stapler and load.